Manufacturer narrative:
Unique identifier (UDI): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 25 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the customer submitted the log files associated with serious adverse event right heart failure (rhf) and cardiac arrhythmia that was determined by pi to be possibly associated with the lvas/d. The manufacturer¿s technical services representative reviewed the submitted log files and observed the flow dropped to 0 lpm along with a drop in the average pi. This was due to the rhf. The power remained normal during this time. The flows and average pi returned to base line. There were no other unusual events seen within the log files. No additional information was provided.